Manufacturer narrative:
(B) (4). Evaluation summary: no product was returned for evaluation and item and lot numbers are not available. No x-rays were returned for review. It is expected that a certain amount of poly wear would occur over the 15 years the product was implanted. Based on the available information, a definitive root cause can not be ascertained at this time. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
Mgii knee poly exchange and patella revision. Approximately 15 year-old mgii knee poly showed signs of wear, femur and tibia appeared to be well-fixed. Patella was resurfaced with a 21 mgii patella, patella was loose. Product and lot #s not visible.